Manufacturer narrative:
H3: analysis was performed for product 9735798, lot number: 213210689drc17. It was reported that there was no failure found. The ret urned poe injector was found to be fully functional when test per wi-n-19-18. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the camera did not boot up and there were no lights on the camera. The failure was noted to be optical communication and it was resolved by replacing the power over ethernet (poe) injector. Codes b01, c08, c13, and d02 are applicable. H2) additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  H6) multiple annex a codes were applied to capture this event. A05 and a0708 capture the camera not receiving power while a0708 captures the poe injector having no light. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system camera was not receiving power, and the power over ethernet (poe) injector had no light. Troubleshooting steps included double-checking connections to the poe injector, which confirmed the absence of power. The probable cause was identified as the poe injector. It was later reported that replacing the poe injector resolved the issue. There was no patient involvement.